Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, provided instructions on how to handle and return the old pump, and advised the caller on necessary steps to take with the new device. The caller lacked a backup therapy, planning to consult a healthcare provider, and was informed they would receive a pump with updated software.